Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. X-rays were performed in order to analyze the lead. It was decided to perform a lead revision and the lead was explanted and replaced. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. X-rays were performed in order to analyze the lead. It was decided to perform a lead revision and the lead was explanted and replaced. This lead is expected to be returned for analysis. No further adverse patient effects were reported.